Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio replaced the battery pins in the device and then after observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio downloaded and reviewed the electronic records from the customer¿s device and verified the reported issue. Physio observed that the battery was connecting intermittently. A potential cause could be due to an unlatched battery, however the root cause was unable to be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. There were no adverse effects to the patient reported as a result of the reported issue.

Manufacturer narrative:
The customer was able to provide some patient information. Patient fields in which information were not provided by the customer were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. There were no adverse effects to the patient reported as a result of the reported issue.